Event description:
It was reported that the nurse stated that they were having issues with the temperature probe and the patient was not getting down to target. Nurse changed the target temperature from 36c to 35c so nurse could get the patient down to 36 faster. Mis had nurse check event log: alerts 14 (patient temperature 1 probe out of range) and 50 (patient temperature 1 erratic), alarm 15 (unable to obtain a stable patient temperature). Nurse stated that they switched from esophageal to temperature sensing foley earlier. Mis checked system diagnostics, all within normal limits. Patient temperature was 35.9, water temperature was 19.3c, flow rate was 2.8lpm. Mis walked nurse through adjusting the target back to 36c and advised not to manually change the target and to set it and leave it so the device could do what it was programmed to do. Now that the temperature probe was working, mis should not have any additional issues. Nurse could call if nurse needed anything else. Device appeared to be working appropriately.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be due to "sensor wire too weak / thermistor wire too weak". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review that cannot be completed due to no lot number. The product catalog number and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse stated that they were having issues with the temperature probe and the patient was not getting down to target. Nurse changed the target temperature from 36c to 35c so nurse could get the patient down to 36 faster. Mis had nurse check event log: alerts 14 (patient temperature 1 probe out of range) and 50 (patient temperature 1 erratic), alarm 15 (unable to obtain a stable patient temperature). Nurse stated that they switched from esophageal to temperature sensing foley earlier. Mis checked system diagnostics, all within normal limits. Patient temperature was 35.9, water temperature was 19.3c, flow rate was 2.8lpm. Mis walked nurse through adjusting the target back to 36c and advised not to manually change the target and to set it and leave it so the device could do what it was programmed to do. Now that the temperature probe was working, mis should not have any additional issues. Nurse could call if nurse needed anything else. Device appeared to be working appropriately.